Event description:
It was reported that a patient with an ambicor penile prosthesis app presented with device no longer inflating. A revision surgery was performed, during which the physician confirmed that device no longer inflating was secondary to fluid loss in the system. The device was explanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented with device no longer inflating. A revision surgery was performed, during which the physician confirmed that device no longer inflating was secondary to fluid loss in the system. The device was explanted. There were no patient complications.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented with device no longer inflating. A revision surgery was performed, during which the physician confirmed that device no longer inflating was secondary to fluid loss in the system. The device was explanted. There were no patient complications.